Event description:
The doctor reported that the patient presented with an infection and the open incision line one week after the surgery. The non-integrated implants were removed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection of the ifos411 full osseotite® certain® implant 4 x 11.5mm was returned in tact with no anomalies or defects observed. No deviations were identified through the investigation performed that may have contributed to the event. Implant sterilization is verified prior to product release. No non conformances/ CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. Based on the data reviewed in the DHR and the complaint history review, there were no deviations that might have contributed to the event as reported. A technical root cause cannot be determined. (B)(4).